Manufacturer narrative:
(B)(4). It is reasonable to conclude that the femoral, patella, and tibial insert did not contribute to the loosening as it occurred at the cement/tibial tray interface and femoral/bone interface. The concomitant product(s) are not the subject of tibial tray loosening, and would not cause or contribute to, the reported serious injury due to loosening of the tibial and femoral components. It is also reasonable to attribute the patient's pain/discomfort to the loosening. Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Primary attune total knee implanted due to tricompartmental degenerative joint disease and varus tibial deformity of the left knee. The patella was resurfaced, and competitor cement x2 was utilized. There were no surgical or postoperative complications reported. Revision of the left knee due to progressive pain and progressive failure into varus of the tibia. After removal of a grossly loose femoral component, the surgeon identified a large cavernous defect in the medial femoral condyle and a chronically undiagnosed non-united medial epicondylar fracture. The tibial component was grossly loose at the cement to implant interface. The patellar component was well-fixed and retained. There was no reported product problem with the revised tibial insert. The procedure was completed without complications and the patient was revised with depuy and competitor products. Doi: (B)(6) 2016; dor: (B)(6) 2018; left knee.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.